Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. During evaluation, air leak was not verified. Water level issue. Fill in process too long. Level sensor and fill tube were replaced. The device underwent and passed testing after all repairs. It was known that the device met specifications and that the device was not influenced by the reported failure. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: e,g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was an air leak in an arctic sun device. Per follow up information received via email on (B)(6) 2023, device sent in for a bd-approved facility for evaluation. Issue was not resolved yet. No patient involvement. Per investigator notification received on (B)(6) 2023, it was reported that water level issue and fill in process too long.

Event description:
It was reported that there was an air leak in an arctic sun device. Per follow up information received via email on (B)(6) 2023, device sent in for a bd-approved facility for evaluation. Issue was not resolved yet. No patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.